Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited leaking of the inserting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. No protrusion of metal was found on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling: to prevent the patient from accidentally biting the insertion tube during an examination, it is strongly recommended that a mouthpiece be placed in the patient¿s mouth before inserting the endoscope (for gif models only). Olympus will continue to monitor field performance for this device.